Event description:
Per the clinic, the patient developed an infection resulting in a debridement of the infected area. The patient is being treated with oral antibiotics. Revision surgery is planned but has not occurred as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per patient's surgeon, on (B)(6), 2010 the patient underwent a wound debridement. The device was explanted (B)(6), 2011 due to pain and infection at the implant site. It is unknown if the patient will be reimplanted with another device as of the date of this report. This report is filed (B)(6), 2011.

Manufacturer narrative:
Per the patient's surgeon, the patient has no intention of being reimplanted. The device is not available for analysis. This report is filed (B)(4) 2012.